Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully. After implanting the lead with the guiding catheter, the cutter would not cut well through the lead body due to a transparent adhesive material that was probably on the valve portion of the catheter. The lead slipped off the cutter's rail, damaging the lead body's coating with the cutter's teeth. Moreover, there was a sticky substance near the valve, and it was excessively entangled with the lead and so the slitting failed. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. This allegation of this lead was confirmed based on the insulation being cut. Moreover, the lead passed all tests.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully. After implanting the lead with the guiding catheter, the cutter would not cut well through the lead body due to a transparent adhesive material that was probably on the valve portion of the catheter. The lead slipped off the cutter's rail, damaging the lead body's coating with the cutter's teeth. Moreover, there was a sticky substance near the valve, and it was excessively entangled with the lead and so the slitting failed. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.